Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, capsular contracture" baker grade not specified

Event description:
Patient reported "rupture, capsular contracture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture, capsular contracture". Healthcare professional later confirmed rupture via ultrasound. This record is for the left side. Device has been explanted.

Event description:
Patient reported left side "rupture, and capsular contracture baker grade unknown". Healthcare professional later confirmed rupture via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Lump/nodule: / unable to observe. Rupture: observed broken device assessed as surgical damage, observed an opening assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b1, d4, d6b, d9, g2, h3, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2. A4, b3, b5, b6, d1, d2a, d2b, d4, d6b, g4, h4, h6.

Event description:
Affected side is left. The device has been explanted.